Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600s (mg/dl) and subsequently went to the emergency room. Reportedly, the customer is a brittle diabetic. Customer was treated with intravenous insulin and fluids and released approximately 9 hours later with bg levels between 200-300 (mg/dl). Customer then experienced a low bg level of 40 (mg/dl). Juice was consumed to address low bg levels.